Event description:
The customer called for help with her contour system. She performed control tests during the call and received results of 44 mg/dl. The normal control range provided by the customer was 101-139 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test stirps and a new meter were sent to the customer.